Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, scratches on the display window, a scratched reservoir tube window and a scratched keypad overlay.

Event description:
Customer reported he fell on his insulin pump while riding his bicycle. The screen got scratched and cracked. Customer's blood glucose is 110 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.